Event description:
At (B)(6) we started using kimberly clark intraoperative warming system m1000 (made by halyard) in cardiac surgery starting (B)(6) 2022. It consists of gel pads applied to the back and a warming console that has water. The system has been used for long time in many hospitals in the USA. Two of our pts had second degree burns to their backs. This increased hospital stay and one pt required wound care service for months after surgery. We stopped using the system jpsr was done for both cases. Kc company (halyard) was informed through their senior medical rep. No investigation has been done by the company yet.